Event description:
It is reported while attempting to irrigate the device, the flow was obstructed and the irrigating solution began to balloon at the irrigation port and did not make its way down the tubing and into the pt. The hlth care physician ensured there were no kinks or obstructions to the tubing. The clinician removed and replaced the product with no further issue.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no untoward event with the pt whatsoever per the info received. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow up report will be submitted. The lot number was not provided therefore we are unable to determine the specific mfg site. (B)(4).